Event description:
The customer called to report frequent no delivery alarms. The customer then stated that she was hospitalized with a high blood glucose reading of 381 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.